Manufacturer narrative:
The customer¿s report of a leak from the maxzero was not confirmed. Visual inspection, functional testing, and pressure testing replicated no leaks with the returned maxzero. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the standalone maxzero leaked during routine flushing of the patient's peripheral IV. There were no interventions required and no harm caused to the patient.

Manufacturer narrative:
Concomitant medical product: covidien monoject 0.9% sodium chloride flush syringe, 2.5 ml fill (ref (B)(4)); peripheral IV, size and MFR. Unknown; therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the standalone maxzero¿ leaked during routine flushing of the patient's peripheral IV. There were no interventions required and no harm caused to the patient.